Manufacturer narrative:
Clinical review: presently there is no allegation or objective evidence indicating a serious injury, patient death, or other adverse event occurred related to a fresenius product(s) or device(s) warranting further investigation. Additionally, there is no allegation a fresenius product(s) or device(s) malfunction caused or contributed to the patient¿s hospitalization. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a patient was hospitalized. A registered nurse (rn) supervisor contacted fresenius technical support for assistance with a patient line is blocked message (soft alarm). The rn supervisor requested a peritoneal dialysis registered nurse to come to the hospital to assist the patient. Additional information was requested, however to date has not been provided.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.